Event description:
It was reported that balloon rupture occurred. The 20x25 mm, eccentric, de novo, 75% stenosed target lesion was located in a non-tortuous and mildly calcified distal left anterior descending (lad) artery. A 2.5mm x 20mm quantum maverick catheter balloon was selected to dilate the lesion. Upon an unspecified inflation, the balloon ruptured at 15 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).